Manufacturer narrative:
The reported issue of a dim segment was confirmed. ¿ the returned display board assembly was tested using a lvp mockup test fixture (B)(4)attached to a cad pcu. O the board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. A dim segment was exhibited on ic u4, seven segment display. Inspection: the customer returned 1 lvp display board assembly p/n tc10010208 in a plastic bag. Visual inspection of the board was performed and no damage, corrosion, or cold solder was observed. Test results: the returned display board was tested using a lvp mockup test fixture (B)(4) attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing on the returned display board exhibited a dim segment on ic u4, seven segment display. The exact root cause was not identified. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 05oct2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 06nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc10010208. A qn database search was performed on the returned display board assembly p/n tc10010208. There are 8 quality notifications opened for p/n tc10010208; however there were no quality notifications related to this complaint.

Event description:
It was reported that the customer is replacing the display board because of a dim segment. There was no patient involvement.